Manufacturer narrative:
Device investigation details: a picture of the complaint device was provided by the customer to aid I the product investigation. The picture was evaluated following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no interna actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis as it was reported to be discarded, therefore, it is not possible to assign a root cause based on the current evidence. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1 initial reporter phone: (B)(6). H6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac electrophysiology ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that in the electrophysiology procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium is circulated, however, after performing the correct technique of purging, it is evident that the hemostatic valve is separated from the mechanism of the sheath, so when advancing in the heart there is backflow of blood. It had to be changed. This event did not generate complications in the life of the patient.